Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) exhibited several ventricular tachycardia episodes on the egms. The counters show numerous episodes of vpace quickly followed by vsense. Pacing thresholds are high (5v), and loss of capture was intermittent. Same results in unipolar and bipolar modes.